Event description:
Additional information received reported that the symptom of pain that was inconsistent in treatment led to the revision. It was noted that multiple reprogramming sessions were attempted on 2012-(B)(6). No other issues were found in regards to the device, and it was noted that the patient¿s therapy was improved after the revision.

Event description:
It was reported that the patient had a revision in 2012 and had a new stimulator placed. The patient stated that the health care provider (hcp) put it in a more pleasing area for him. The patient noted that he had scar tissue from the surgery. Two days later it was reported that the patient¿s implant was ¿acting up¿ and that was the reason for the revision. The programmer would not ¿talk¿ to the patient¿s implant very well and it was generally an uncomfortable position. Refer to manufacturing report #3004209178-2013-15342 for the patient¿s issues with his current implant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).